Event description:
The user received erroneous results for two pt samples that were discovered when a clinical consulting rn questioning the results for one of the pts. All initial and repeat testing were performed (B) (6) 2009. Sample 1 initial creatinine result was 1.2 mg per dl and initial glucose result was 131 mg/dl. The repeat creatinine result was 1.9 mg per dl, and repeat glucose was 87 mg per dl. Sample 2 initial creatinine result was 1.9 mg/dl and initial potassium result was 3.6 mmol/l. The repeat creatinine result was 1.2 mg/dl and repeat potassium result was 4.2 mmol/l. The user spoke with the clinical rn and said no treatment was withheld and no inappropriate treatment was given based on these results. The field service rep determined the syringe assembly was sticking and the shaft was dirty. He cleaned and lubricated all the moving mechanisms. To verify the analyzer operation, he performed calibration, qc, ran qc material as pt samples in replicate and performed a precision test.